Event description:
Related manufacturer reference number: 2017865-2022-41391. Related manufacturer reference number: 2017865-2022-41393. It was reported that the patient experienced pocket infection. The pouch was found to be red and swollen two months after implant. In (B)(6) 2022, pocket swelling and fluid oozing was seen. Patient presented to the hospital for treatment. The pacemaker, right atrial lead, and right ventricle lead were all explanted. After anti-inflammatory and antibacterial treatment, a new pacemaker and leads were implanted on the contralateral side during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of infection was not confirmed. The analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.